Event description:
It was reported that the customer experienced an ongoing intermittent low blood glucose (bg) level around 40-50mg/dl. Reportedly, on multiple occasions the customer stacked insulin resulting in the customer¿s bg decreasing. Customer consumed glucose tablets and carbohydrates to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.